Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, one sensor's cgm bg reading was 250 mg/dl, and the meter bg reading was 150 mg/dl. Reportedly, a second sensor's cgm bg reading was 300 mg/dl, and the meter bg reading was 150 mg/dl. A root cause could not be determined. Reportedly, the customer experienced ongoing low bg levels of 38 mg/dl. Customer consumed juice and took an injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. A replacement sensor was sent to the customer.